Event description:
Zoll logistics contacted zoll customer support on (B)(4) 2014 to report that a (B)(6) year old male patient passed away at the hospital on (B)(6) 2014. Prior to passing, the patient received three treatment shocks. No deficiencies were alleged against the equipment.

Manufacturer narrative:
Device evaluation summary. Device evaluation of belt sn (B)(4) is complete. As received the belt was able to detect and treat. Device evaluation of monitor sn (B)(4) has not yet been completed. There is no evidence available at this time to suggest the device was unable to detect and treat while in use. A supplemental report will be sent if a deficiency is identified upon evaluation. Ventricular tachycardia (vt) at 136 bpm was detected at 05:05:38 on (B)(4) 2014. The lifevest delivered an appropriate treatment in response to the arrhythmia at 04:06:16 with a post shock rhythm of vt at 122 bpm. The lifevest delivered two other treatments in response to CPR artifact. The post shock rhythms were CPR artifact with periods of asystole and severe bradycardia respectively. The patient passed away around 4:30:00 on (B)(6) 2014 while in the hospital. The patient was wearing the device at time of death. Review of the patient's flags and ECG strips suggests that the lifevest was able to detect and treat while in use. No deficiencies were alleged against the device.